Event description:
Suction evacuator placed in surgical site at the completion of a thyroidectomy/parathyroidectomy became clogged resulting in a hematoma formation and enlargement of the patients neck necessitating evacuation of the hematoma.